Manufacturer narrative:
(B)(4). Batch #t5am5z. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with three gst60d reloads present. The reload (b) was received fully fired. The reload (c) was received partially fired 1/16. The reload (d) was received unfired, with seven doubles drivers and two single drivers missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from right proximal side. The device was tested for functionality in the straight position with the returned cartridge reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a gastrectomy, one reload couldn't fire and one reload had the white plastic stapler drivers pushed out, so the gun was changed as well. There were no patient consequences. No additional information is available at this time.